Event description:
During device evaluation and servicing of the thermogard xp ivtm system (sn (B)(6)), the console failed functional testing as it displayed an "air trap" alarm. No patient involvement.

Manufacturer narrative:
The customer originally reported that the thermogard xp ivtm system (sn (B)(6)) had generated an unknown alarm that was cleared after powering off/on the system. During device evaluation and servicing of the thermogard system at zoll, the console failed functional testing with an "air trap" alarm. Troubleshooting the problem revealed that the air trap level sensors had failed to function, resulting in the intermittent occurrences of the "air trap" alarms. The air trap sensor block malfunction was due to an overflow of saline into the air trap holder, likely caused by a leaking start-up kit (suk) or user mishandling. During further inspection, traces of dried saline were observed on the air trap sensor pc board assembly. However, no previous event was reported by this customer for a leaking suk associated with this thermogard console. The air trap sensor block will be replaced to remedy the issue. During visual inspection, no physical damage was observed on the thermogard console. The system's event log showed multiple "alarm_air_trap_warning" (1.5) alerts had occurred a few months prior to the customer's reported event of an intermittent unknown alarm during treatment. The "air trap" alert happens when the air-trap saline level falls below acceptable levels during run mode, typically suggesting a leak in the start-up kit (suk). Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).